Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported rad-5 device had a faulty display, some numbers do not light up. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection revealed no external damage. Functional analysis revealed led segment on the led digits did not fully light up. Internal inspection isolated the failure to contamination on the system board which prevented the unit from powering up all the leds. The unit was otherwise found to obtain spo2, pi, and pulse rate measurements accurately. A service history record review reveals that this unit was in the field for over seven (7) month with no previous issues related to this reported event.

Event description:
The customer reported rad-5 device had a faulty display, some numbers do not light up. No patient impact or consequences were reported.